Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a rupture of the right cylinder. All components were removed and replaced. No further information was provided.